Event description:
It was reported that during a procedure, a 50hz noise was seen on all body surface egcs and the intracardiac (ic) signals on the carto 3 and ep systems. All catheters and cables were replaced, systems rebooted multiple times with no resolution. Systems were declared unusable and the case was switched to conventional and was completed successfully. No patient consequences was reported. Multiple attempts was done to request for further confirmation whether or not the noise on the body surface egcs intracardiac (ic) signals and the intracardiac (ic) signals occurred at the same time or simultaneously, however, no clarification has been provided.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, a 50hz noise was seen on all body surface egcs and the intracardiac (ic) signals on the carto 3 and ep systems. All catheters and cables were replaced, systems rebooted multiple times with no resolution. Systems were declared unusable and the case was switched to conventional and was completed successfully. The carto 3 system associated with the reported incident was inspected by bwi field service engineer (fse). The fse reported that the ep out board was replaced. Following replacement of the ep out board, the reported noise and signal issues was cleared. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).